Manufacturer narrative:
Unit received with cracked case at display window corners, display window, and battery tube threads. Unit received with minor scratched lcd window.

Event description:
It was reported that the customer's insulin pump was damaged. There was a crack around the rim where the cap screws into the insulin pump. Her blood glucose level was 223 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.